Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was observed during device evaluation that the tip of the gastrointestinal videoscope was burned. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, it is likely the high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by in the instructions for use: gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.